Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 implantable pacing lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the atrial lead. The lead had high thresholds and a chest x-ray showed lead dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.